Event description:
It was reported that t-wave oversensing was observed. Patient received inappropriate hv therapy for a begeminal rhythm that binned events in the vf zone. Programming changes were made. Patient was fine. The device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.